Manufacturer narrative:
Final analysis found no anomalies except procedural damage. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2021-36848. Related manufacturer reference number: 2017865-2021-36849. Related manufacturer reference number: 2017865-2021-36853. Related manufacturer reference number: 2017865-2021-36854. It was reported a patient presented with an infection. Their implantable cardioverter-defibrillator was explanted in a procedure on (B)(6) 2021. A temporary right ventricular lead was placed that same day and removed on (B)(6) 2021 with the implant of a new system. The newer system was explanted in a procedure on (B)(6) 2021 due to another infection. This was discovered when the patient came into clinic with complaints of pain at the generator site. Post-procedure the patient was stable.